Manufacturer narrative:
Correction to c2/d10 concomitant product,therapy upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Microscopic examination found the returned cylinder had wear at a fold in the middle and distal end of the cylinder. At the proximal end, the cylinder had a hole in the outer tube and broken fabric threads from wear. A hole, resulting in a fluid leak, was also identified in the corner of a fold in the proximal end. The pump was microscopically inspected and the kink resistant tubing (krt) was worn to the filament. The outer layer of the pump bulb was worn from wear against the pump strain relief junction. The pump did pass the leak test. Based on the available information, the reported allegations were confirmed.

Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that did not work properly. Two weeks later, surgical intervention was performed, and a tear was found in the left cylinder. The cylinder and pump were replaced. There were no patient complications reported.

Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that did not work properly. Two weeks later, surgical intervention was performed, and a tear was found in the left cylinder. The cylinder and pump were replaced. There were no patient complications reported.